Event description:
In 2009, the pt reported that there was moisture in the cartridge compartment of her infusion device that smelled like insulin. She does not recall spilling insulin in the cartridge compartment, and she stated that she does attach the infusion tubing and adapter to the insulin cartridge prior to insertion. The plunger has never been stuck to the piston rod. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.